Manufacturer narrative:
(B)(4). D10: insert persona 10 mm, #item 42-5114-010-10, #lot 66679472. Fémur persona ps taille 10, #item 42-5008-068-01, #lot 64606010. Therapy date: (B)(6) 2026. G2: foreign: event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 9.5 months post-implantation due to a tibial component fracture. Following the onset of pain, evaluation revealed a fracture of the tibial implant. Attempts have been made and no further information has been provided.